Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine was suddenly blacked out and had no power. A field service engineer (fse) replaced main 4 pyxibus module controller, drawer board and latch inseparable to resolve the issue. Then the fse verified the station functionality through hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device suddenly lost power and went to a black screen; the station was offline in remote smart service (rss), and a manual reboot attempted by the customer does not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.